Event description:
The ventilator was connected to the pt. The customer reorts that the ventilator lost power and did not revert to battery power. The customer reports that there were no alarms activated. There was no pt injury. The ventilator settings are not available.